Event description:
It was reported to philips that the device had failed pacing. The device was not in use on a patient.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had failed pacing. The device was not in use on a patient. One power pca was returned for failure analysis. The reported problem was verified during lab tests. The chip resistor r129 was found open.